Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. UDI: (B)(4).

Event description:
A report was received on 29 jun 2026 from the home therapy nurse (htn) of a 47-year-old male patient with a medical history of end stage renal disease, stating the patient experienced a suspected allergic reaction during a hemodialysis treatment on (B)(6) 2026. Additional information was received on 29 jun 2026 from the home therapy nurse (htn) who stated the patient became red in the face and experienced itching and coughing approximately two minutes into treatment. Per the htn, symptoms resolved approximately ten minutes after terminating treatment and administering diphenhydramine (benadryl) 25mg intravenously. Following the event, the patient has recovered without sequelae and continues to treat with the nxstage system.